Event description:
Caller reported an error with the continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. After completing the reset, the error code did not reappear, and the caller successfully started a new sensor session.